Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 serial no - correction. D4 lot no - correction. Expiration date - correction. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation/ correction. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H4 device mfg date - correction. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and signal loss over one hour was not found within the investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).